Event description:
The atrial lead was returned after being explanted and replaced (no performance allegations were received regarding the lead). The atrial lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: 694965 implantable defib lead 2007 (B)(6). (B)(4).